Event description:
A valiant thoracic stent graft system was implanted in a patient for the endovascular treatment of a 6.0 cm in diameter distal to another manufacturer's previously placed stent graft in the thoracic aortic aneurysm approximately three months ago. The vessel morphology was reported as the proximal neck was 25.5-26.3 mm in diameter and 40 mm in length. The distal diameter was 21.5-25.0-29.5-30.8-29.5 mm in diameter and 60 mm in length. The right iliac artery was 8.4-6.5 mm in diameter and the left iliac artery was 9.8-6.8 mm in diameter. The right femoral artery was 7.9 mm in diameter and the left femoral artery was 7.5 mm in diameter. It was reported that the patient had an aortic arch replacement and branched stent placed to resolve a previous thoracic aneurysm. Two days later another manufacturer's stent graft was treated since the distal end of the aneurysm was 60 mm in diameter. Two months later the valiant captivia (B)(4) stent graft was implanted adjacent to the other manufacturer's stent graft. It was reported that one week later there was a type iii endoleak between the other manufacturer's stent graft and the valiant captivia stent graft. The physician will monitor the patient. No clinical sequelae were reported. Films for this case have been reviewed. The films confirmed a distal type I endoleak from the previously implanted from another manufacturer's stent graft. There is a large aneurysm just distal to the stent graft in the distal thoracic aorta. Images post-valiant implant was not provided; therefore the reported valiant endoleak could not be assessed.

Event description:
New film review and add method code for films.

Manufacturer narrative:
(B)(4). Evaluation, methods: (films). Evaluation, results: inherent risk of procedure (endoleak), incorrect technique/procedure (using a 34 mm valiant within a 26 mm another manufacturer's stent graft). Evaluation, conclusion: operational context contributed to event (using a 34 mm valiant within a 26 mm another manufacturer's stent graft).

Manufacturer narrative:
(B)(4).